Event description:
It was reported that during surgery, the image was lost and the screen on the unit turned black. It was further reported that when an attempt was made to restart the unit, the monitor did not respond. The unit had to be placed into another endo tower and equipment had to be reconnected in order to continue the surgery.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.